Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a misplaced screw was identified. It was noted that the screw skived, while other screws were correctly positioned. This was verified using a medtronic imaging spin. The issue occurred intra/peri-operatively, and the surgical time was extended by less than one hour. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the screw was not deviated more than about 3.5 millimeters (mm). It was only deviated due to a skive. They continued with navigation and there were no other issues.